Event description:
Patient later reported, baker grade as iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Correction to h6. Health effect - impact code: explant surgery still not taken place. Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported baker grade as IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported baker grade as IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported baker grade as IV. Patient later reported capsular contracture, baker grade iii. Device was explanted.